Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye; however, stated as a planned explant. It was indicated that the iol is still implanted in the eye; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that the patient will be undergoing an explant of the intraocular lens from a model zmb00 to zlb00 of same diopter. No further information provided.